Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a patient who underwent a thrombectomy procedure on (B)(6) 2022 to retrieve clot in the right middle cerebral artery (mca) m1 segment in which a react-71 aspiration catheter was used. Pre-procedure nihss was 19, tici was undetermined; post-procedure tici 3 was achieved. The patient had injury in the right external iliac artery resulting in bleed with removal of the femoral introducer. Diagnostics revealed right retroperitoneal hematoma with evidence of active arterial bleeding from the right iliac artery. The event was not life-threatening. It did not prolong the patient's hospitalization. It did not require additional intervention. It did not result in patient disability. Site assessment determined the event was not related to the react catheter but had a causal relationship to the procedure. The event was resolved the same day. Additional information received reported post procedure retroperitoneal hematoma. Prolonged hospitalization was reported. The patient was recovering/resolving. Failure of percutaneous closure device (proglide) due to high puncture above the ligament. Additional information received reported access site post procedure retroperitoneal hematoma. Additional information received reported that the patient had recovered/resolved with sequelae (B)(6) 2022.